Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that a "patient underwent a correction and fusion surgery at th9-l3 (l1-3 with tlif and l1 osteotomy). While tightening the setscrew, burrs came off the screw. Thus, the setscrew was replaced to new one. The surgical time was not extended due to the incident. No fragment was left in the patient and no health damage was reported."

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.